Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿a patient presented with toxic anterior segment syndrome (tass) post cataract extraction with intraocular lens implant procedure. The surgeon believes the cause may be how and what they were using to clean the handpiece. The patient did not require any intervention and symptoms have resolved. The customer completed a questionnaire. This is a (B)(6) male patient who developed tass in the left eye (os) which was diagnosed on a ¿day one of the post-operative visit.¿ antibiotics were given and the surgeon states in the questionnaire ¿that the event reported was not caused or contributed by a device, but that improper cleaning was a contributor.¿ surgical data: the wound was listed as ¿intact¿. Duovisc ophthalmic viscoelastic device (ovd) was used, the I/a was used to remove the (ovd). The balanced salt solution (bss) was used, with vancomycin 0.4 ml (additive). The system and handpiece were used to complete the case. This case lasted 7 minutes and was the 8th case of the day. Post-operative data: no cultures were taken, but the surgeon confirmed that ¿anterior chamber inflammation¿ was present during the 1 day post-op exam. Cleaning and sterilization data: sterilization is validated using biological strips (using steris system). Parameters for sterilization confirmation are as follows: 270/4 mins @ 270 degrees, 30 pounds per square inch (psi), exposure time: 4 min/dry time: 25 min (using pre-vac). The water supply is listed as distilled water. The yearly maintenance was completed in march/2016. However, it was unknown which specific autoclave was used. All instruments are manually cleaned with a soft brush or wiped to ensure residue is removed. There are instruments which are exposed to (washer sterilizer, enzymatic cleaner or detergents). Tips are removed from the sleeves before sterilizing. All of their cannula¿s are disposable. Instruments are immediately cleaned. Single use devices/instruments are not re-used. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the centurion system or phaco handpiece contributed to the reported event. Product evaluation no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported that a patient presented with toxic anterior segment syndrome (tass) post cataract extraction with intraocular lens implant procedure. The surgeon believes the cause may be how and what they where using to clean the handpiece. The patient did not require any intervention and symptoms have resolved.